Event description:
The pump was returned for investigation. Investigation revealed that the display screen was discolored. Investigation also revealed that the battery compartment was cracked. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 09/30/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/30/2014 with the following findings: during testing, the display screen was found to be discolored. Evaluation also revealed that the battery compartment was cracked between the bumper pad and cover. The battery compartment was also cracked from the threads to the bumper pad. The returned battery cap was able to be fully secured to the pump and was used to complete all testing. Unrelated to the complaint, evaluation revealed that the internal clock battery was leaking. (B)(6).